Event description:
Depuy spine was made aware of action being taken by a patient, who was implanted with cervical fixation device. It was reported that approx. 1-year post-op, the patient was informed that a screw used in the case had backed out. A revision procedure was performed to address the situation.

Manufacturer narrative:
No conclusion can be made at this time. This process of screw fixation is technique sensitive and care must be taken to ensure that the screws are fully tightened. Implant migration is an inherent risk to the procedure, as indicated in the product IFU supplied with the device.